Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). The analyst noted 374 of 941 lifetime v-sic are recorded beginning 27 april 2013. There are 9 non-sustained tachycardia events of <(><<)> 220 ms v-v cycle recorded between 02 may 2013 and 28 january 2014.

Event description:
It was reported that the right ventricular (rv) lead experienced non-physiologic short interval counts (sic). During a device change out noise from the lead was inhibiting pacing. A slit in the connector pin of the lead was noted. The physician elected to reprogram the sensing to tip to coil. A week later a lead integrity alert (lia) was tripped for high sic. The lead remains in use and the physician is monitoring the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products dtbb1d1 implantable cardioverter defibrillator (ICD)  2014-(B)(6); 5076 implantable pacing lead 2002-(B)(6); c154dwk implantable cardioverter defibrillator (ICD)  2008-(B)(6). (B)(4).

Event description:
It was further reported that a transmission from august revealed that an rv lead integrity alert was triggered on (B)(6) 2014. A review of the transmission showed 527 sic and nonphysiologic sensing on the ventricular egm. Sensing is programmed rv tip to rv coil. The lead remains in use, and no patient complications have been reported as a result of this event.